Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07-jan-2026, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-1595tc drl pin, acl t-rope closed eyelet,4mm spade tip pins broke in the femur. This was discovered during an acl reconstruction and the fragments were retrieved.